Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Per report received from france- edwards received notification of a pascal precision in mitral position where during procedure, the device embolized, and was subsequently removed and left in the right femoral vein. The patient had functional mitral regurgitation, and the access used was the left femoral vein. During procedure, the anterior mitral leaflet insertion was confirmed via echocardiography, but the posterior leaflet insertion was not optimal. However, the physician decided to proceed with the device release. A stress test was conducted using the steerable handle, confirming the device was well attached. The posterior suture was released first without any issues, followed by the anterior suture. After implant release, the posterior leaflet detached, causing significant movement of the device and significant increase in the mitral regurgitation (mr). Subsequently, the implant embolized. The implant was captured and left it in the right femoral vein without causing any injury. The procedure was completed through the left femoral vein, with two devices being implanted. No further complications occurred post-procedure. As per the latest information received, the patient was reported to be doing well with a mild mitral regurgitation (mr) grade and plans for the embolized device remain unknown.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. Additional h6 type of investigation codes: 'analysis of images' and 'labelling review'. The complaint for implant detaches from both leaflets into vasculature (intra-procedure) was confirmed with objective evidence. No manufacturing non-conformities were identified from the imaging evaluation or investigation. Per the imaging evaluation (ie) performed, the root cause and contributing factors for the embolized device are indeterminable due to lack of procedural tee imaging for evaluation. Available information suggests procedural context (posterior leaflet insertion was not optimal; however, the physician decided to proceed with the device release) may have contributed to this adverse event. However, a definite root cause is unable to be determined. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Since no edwards defect was identified, corrective or preventative actions are not required. Per the instructions for use (IFU), implant embolization is known as a potential adverse event which has been identified as a possible complication of the pascal implant procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to this event. The pascal training manuals instruct the operator on proper positioning and deployment of the device, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the pascal system. Training includes patient screening (to ensure anatomy is suitable for the device), device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy in conjunction with echocardiography for optimal visualization during positioning and deployment of the device.